Event description:
It was reported that during an unknown procedure, the tip of the device could not reach to 45 degrees when it was turned to the left. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/23/2008. Results: damaged articulation mechanism. The analysis showed that the device was received with the articulation mechanism damaged. The device was received with no reload present. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right the staple formation was conforming, however when fire in the left and center position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.